Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy drug-eluting stent was selected for use. However, it was noted that stent was frayed and damaged out of the package. The physician did not attempt to use the device and completed the procedure with another of the same device. There were no patient complications nor injuries reported.